Event description:
It was during the 12-month follow- up that the patient had deceased in early 2008. The event was documented as unrelated to the cordis product and the index procedure. The cause of death is unk. The patient was enrolled and treated in the study in 2007, with a precise stent to the left mid internal carotid artery. There was no difficulty noted using the embolic protection device. The patient left the angiography suite with no neurological deficit. The following day, the patient was discharged without any adverse affects. A 30-day follow-up was completed and there were no adverse events documented.

Manufacturer narrative:
This product is not available for analysis. Additional info will be provided within 30 days of receipt.